Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015 the patient underwent surgery for repair of a ventral hernia. As reported, a ventralex hernia patch mesh, reference number 0010302 and lot number huza117 (note: lot number not valid) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015 the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh.

Event description:
It is alleged by the patient's attorney that on 8/19/2015 the patient underwent surgery for repair of a ventral hernia. As reported, a ventralex hernia patch mesh, reference number (B)(4) and lot number huza117 (note: lot number not valid) was implanted to repair the hernia defect. It is alleged that on 12/08/2015 the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with supraumbilical ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿ventral hernia was identified superior to umbilicus containing intra-abdominal fat and was reduced. A ventralex mesh (device #1) was secured circumferentially and hernia sac was closed over the mesh.¿ (B)(6) 2015 - patient visited hospital for wound evaluation and had some drainage out of the superior margin of the incision. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #2) and removal of ventralex mesh (device #1). Per operative notes, ¿there were adhesions to the previously placed ventralex mesh (device #1) and were dissected out. A small defect was noted inferior and to right lateral side of the mesh (device #1) contained incarcerated omentum which was carefully removed. The ventralex mesh (device #1) was removed from the abdomen. A ventralight st mesh using echo ps (device #2) was placed and tacked to the anterior abdominal wall covering the mid defect.¿ (B)(6) 2017 - patient frequently visited hospital due to mid abdominal pain and dizziness. Attorney alleges that patient suffered "physical and/or bodily injury or symptoms resulting from the davol/bard hernia mesh product and emotional distress; patient developed a recurrence, there was a recurrent defect inferiorly and slightly to the right near the umbilicus contained incarcerated omentum and need for additional surgery." It is also alleged that patient "experienced abdominal pain, staph infection and a bacterial infection that was left behind the mesh when the doctor implanted it and treated with antibiotics in ER between 2018 to 2019. Still treating the cellulitis."

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few months post implant of ventralex mesh, this patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr was submitted to represent mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the represents ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.